Manufacturer narrative:
(B)(4). The insulin pump was received with high sleep current due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power management tool confirms the unloaded voltage and loaded voltage are within specs. The pump was received with minor scratched display window, case and keypad overlay texture damaged. The pump was received with fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that a low battery alert had occurred in less than one week. The customer¿s blood glucose level during the incident was unknown. No further details were given. The device was returned for analysis.

Manufacturer narrative:
Device was not received stuck in the manufacturing mode. Device received with high sleep current due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6, insulin pump was monitored and functioned properly. Device passed selftest, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Device received with minor scratched display window, case and keypad overlay texture damaged. Device received with fading serial number label.

Manufacturer narrative:
The initial report had the wrong aware date. The correct aware date is (B)(4) 2017.